Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. Additionally, the customer reported experiencing blood glucose (bg) levels of up to 42 mg/dl, which was addressed by consuming carbohydrates. To resolve the issue, the customer consulted with health care provider and adjusted the basal rate settings.